Event description:
Cardiac perforation was reported. The perforation resulted in a pneumothorax as the lead penetrated through the ventricular septal wall into the left ventricle and into the lung. The lead was explanted and replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No trend has been identified involving perforations, as was the subject of (sjm's MDR 2017865-2009-00762). There have been only 36 reported events involving model 1888tc leads. With an implant base of approximately 150,000, the occurence rate is 0.00024.